Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced pain with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed march 14, 2016.